Event description:
The customer reported the system had a communication error. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was replaced during the service call. The system was tested and found to be working as intended and returned to service.